Event description:
As reported via the edwards clinical specialist, during deployment of the 26mm sapien valve within a bioprosthetic surgical valve,.the retroflex3 delivery system balloon ruptured. The valve was fully deployed with no central aortic insufficiency (ai) or paravalvular (pvl) as noted via echo. According to the case summary, balloon aortic valvuloplast (bav) was not performed since the surgical valve was known to have a flailed leaflet. Upon valve deployment, the rf3 balloon seemed to inflate from the ventricular side and inflation was performed very slowly on the aortic side. The valve was fully deployed and was in a stable position. There was no central aortic insufficiency (ai) and paravalvular (pvl) as noted via tee. The device was carefully pulled down into the aorta and into the left iliac femoral artery (lcfa). The interventional cardiologist (ic) attempted to pull the balloon into the sheath. When the sheath was removed with the rf3 delivery system,neither the nosecone or the balloon were attached to the rf3 delivery system. The cardiothoracic surgeon (cts) located the material by palpating the vessel with his fingers and was able to retrieve the balloon and the nosecone with forceps. The vessels were then gently dilated with a non-edwards balloon. An angiogram was taken and the vessel was determined to be uninjured.

Manufacturer narrative:
The retroflex3 delivery system was returned to edwards lifesciences for evaluation. Upon initial engineering evaluation,the reported balloon burst of the rf3 delivery device was confirmed. It was observed that the majority of the balloon was missing and the portion proximal to the working length of the delivery system was present. In addition, severe balloon stretching was noted. Additional functional tests and evaluations on the device are pending. A full engineering evaluation is in-process.

Manufacturer narrative:
A complete investigation was performed by edwards lifesciences on the returned delivery system for, the reported delivery system, balloon burst event with the separated nose cone. The delivery system was received in a used condition with majority of the distal balloon component and the nosecone missing. The device was visually inspected and was found to have stretch marks on the proximal balloon component indicating high forces were used in attempts to retrieve the device. Due to the balloon component's working length not being available, a dimensional analysis could not be performed. DHR review for the effected work orders, was conducted and no related issues that could have contributed to the reported event were revealed. The balloon component is 100% visually inspected for defects, and undergoes 100% dimensional inspection and burst pressure testing. Based on the DHR review, there is no evidence suggesting the balloons from the affected work order exhibited low burst pressure. This makes it highly unlikely that a damaged or out of specification balloon component is the root cause. Complaint history review for the reported event was conducted. (B)(4) similar events for balloon bursts were noted for a duration of 12 months prior to the occurrence of this event. (B)(4) balloon burst complaints resulted in nose cone separation. Evaluations on the returned devices showed that a protruding material from the balloon caused increased difficulty during removal and caused damage to the balloons and guidewire lumens. This ultimately led to the nosecone components to separate. One of the evaluations showed that the root cause of the balloon burst was due to the patient's calcified anatomy. All the complaint investigations revealed no manufacturing non-conformances and the root cause was addressed through the technical summary, "the risk of a balloon burst in a calcified aortic annulus". According to the summary, deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus by puncture from sharp calcific nodules combined with the interaction force between the aortic root and the balloon concentrated to a very small region, thus subjecting a point on the balloon wall to abnormally high stress that can exceed the tensile strength of the material and cause balloon rupture. In addition, local overstretching which arises from unconstrained balloon wall during inflation can interact with blunt calcific nodules impinging upon the balloon during inflation, causing the balloon wall to stretch slightly at these points in order to conform to the nodules. Therefore, the stress around the circumference of the balloon is redistributed non-uniformly, resulting in greater risk of balloon rupture in high-stress regions per the failure mode and effects analysis (fmea), a balloon burst has a range of severities with the worst case scenario of the highest severity ranking. This situation occurs when the delivery balloon bursts during valve deployment, potentially resulting in an incompletely deployed valve. This can result in embolization of the valve to the aorta or ventricle, or paravalvular leak, all of which may cause significant hemodynamic compromise. In addition, if balloon debris embolize it may potentially lead to an mi or a stroke. The risk associated with separation of the tip was determined to have moderate severity, causing procedural delay as intervention is required to retrieve the tip. The ifus and training manuals for the retroflex 3 delivery system were reviewed and the no deficiencies were identified. The training manuals state "if the inflation balloon leaks or bursts, without valve embolization to not use excessive force when removing the balloon". The reported complaint was confirmed, but no manufacturing non-conformities could be found in the returned sample. The available information suggests that patient factors (patient's annular structure calcification in combination with the existing bioprosthetic valve) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeds control limits for the month of (B)(4) 2012 for this failure mode. Therefore, no corrective or preventative actions are necessary.